Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during dwell 2 of 5 of their pd treatment. The fluid did not come in contact with cycler. The location of the fluid leak was not provided. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the confirmed that the fluid leak was from the patient line. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient did not complete treatment on the cycler or using continuing with peritoneal dialysis. The patient is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cassette was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The actual sample was visually inspected and was found that the cassette is acceptable no damage was observed. In addition, the sample was tested in the cycler machine and no issues were detected, the cassette fit properly. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. During the evaluation of the actual sample was not confirmed the alleged failure stated in the complaint. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.